Event description:
Healthcare professional reported the valve was abandoned when he could not obtain a proper "seating" in the annulus. He then implanted a size 21 mm. The valve was returned for analysis.